Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 651 mg/dl and a ketone level identified as dangerous. Reportedly, a malfunction alarm occurred; however, the customer did not address the alarm resulting in the high bg event. The customer went to the emergency room (ER) to initially address bg and was subsequently hospitalized. During hospitalization, healthcare providers disconnected the pump from the customer and administered intravenous fluids of saline and insulin to treat bg. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.